Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery increased by 20% and then decreased by 20% while not connected to a power source. Customer reported blood glucose (bg) level was in the 300s (mg/dl) with large ketones. Manual injection was delivered to correct elevated bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.